Manufacturer narrative:
The manufacturer has received the sample and will be evaluated.

Event description:
The patient came in because she noticed a pinhole in the catheter near the red port side. Contrast was injected by hand and during the infusion the catheter split on the white port side. The patient had an infection so the product was removed but not replaced.